Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lenses were dry. This occurred during preparation for use. This event occurred with three lenses. This report refers to lens 3 of 3. Reference MDR # 1313525-2015-01490 for lens 1 of 3. Reference MDR # 1313525-2015-01491 for lens 2 of 3.